Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer¿s blood glucose level was 560mg/dl at the time of the incident. The customer reported that his blood glucose was running high and he went to bolus and he received a no delivery alarm after about 2 units. The customer stated prior he had just gotten home and had changed out his infusion set and everything was fine with no alarms. The customer was offered to troubleshoot for high blood glucose but customer declined. The customer stated he only tried to deliver a bolus with his pump and did not treat any other way. The insulin pump will not be returned for analysis.